Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis investigations confirmed the customer's reported complaint of a vision problem. There were missing screws on the housing. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the 30-degree endoscope to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported during internal service, the customer found a screw missing from the 30-degree endoscope. The endoscope was previously used in a da vinci-assisted right hemicolectomy surgical procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the missing screw was not discovered until after the case was completed, and the endoscope was being washed in the decontamination room. The missing screw itself was never located, so it is unclear when the piece fell out. The case was completed, and the surgeon was notified. The screw was missing from the body of the scope (where buttons are, etc.), so not an area that was inserted directly into the patient. However, that portion of the scope was on the field during the case. The screw could potentially have entered the patient if it came loose from the scope during the case because there was an incision made to remove the specimen. The patient was discharged before anyone was aware that the screw was missing. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.